Event description:
Customer stated that the cord burned by the switch.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue. A new jacketed cord design was launched in production on 03/10/2014 that closes (B)(4) pending a future eval of the effectiveness of the solution.